Event description:
The pt reportedly experienced skin irritation behind the outer ear. An allergy test with the implant materials was negative. The device was explanted due to adverse tissue reaction. He was reimplanted with a new device at this time.